Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified superficial femoral artery. The 5.0x20x135 sterling balloon catheter was advanced to the lesion and on the first inflation it ruptured at 7 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.